Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high reading of "290 mg/dl" compared to normal reading. On (B) (6) 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 3 times per day and manages her diabetes with oral medication (glipizide) and lantus insulin. The patient noted that her lantus insulin is based on her sliding scale per the lfs meter readings. On (B) (6) 2009 at 10 pm, the patient obtained a blood glucose reading of "290 mg/dl," which the patient felt was inaccurate. Based on the reported lfs reading, the patient increased her lantus insulin to 38 units. Normally, her lantus insulin dose is 20 units during the evening time. In morning, the patient reportedly woke up feeling shaky and tested at "38 mg/dl" on the subject meter. The patient promptly took orange juice and felt better soon after. The patient's insulin regimen was not changed immediately before or after the alleged symptoms began. The patient felt that had she not increased her insulin per the lfs meter reading, she could have been able to prevent the reported symptom. During troubleshooting, the customer care advocate noted that the control solution test passed. This complaint is being reported because the patient claimed that she developed symptoms that can be suggestive of hypoglycemia and received medical intervention after the patient increased her insulin per the lfs meter reading. Replacement products were sent to the patient.